Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with shortness of breath due to post-paced t-wave oversensing. Programming changes were made, and no further oversensing was noted. Patient was fine.